Manufacturer narrative:
Please note that the device in this report is not sold in the u.s. But it is similar to other smart stents sold in the u.s. A non-sterile unit of "smart 150 vascular -6x150¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed at one metallic tray to be inspected. A thorough inspection was performed observing that the unit presents a hypotube partially dissembled condition. The hemostasis valve was returned closed tight. The unit was returned fully deployed and the stent was not including in the shipping to be analyzed. No other outstanding details were observed. A review of the manufacturing documentation associated with lot # 17931749 (B)(4) was performed and does not suggest that the failure experienced by the customer could be related to the manufacturing process. Functional analysis was no performed due to the unit was returned fully deployed and the hypotube is dissembled. The damage was inspected using a vision system. The unit presented evidence of elongations and flared condition on the material of the unit. No other anomalies were observed. The elongations and flared condition found during the analysis of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that material was induced to a tensile force that exceeded the material yield strength prior to the separation. The failure reported by the customer as ¿stent delivery system (sds)-ses ~ deployment difficulty - unable  ¿ was not confirmed due to the unit was returned fully deployed and the hypotube is partially disassembled.  The exact cause of the hypotube disassembled could not be conclusively determined during the analysis. Procedural or handling factors might have contributed to this issue. Controls are in place to verify the device conditions; the produced ''(smart 150 vascular - 6x150)¿ are inspected 100% before leaving the facility. Neither the phr review nor the product analysis suggests that the found damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, at the time of stent release, the smart self-expanding stent (ses) system was locked and could not be released. The procedure was completed by using another device, a smart control stent. There was no reported patient injury. Analysis of the returned device indicated the device was fully deployed and the stent was not included. Unsuccessful attempts made to clarify. The operator was a trained smart user. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was to correct artery femoral stenosis. The lesion in the femoral artery had a little calcification and no vessel tortuosity. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The proximal part of the delivery system was straightened as much as possible and keep the handle in a stable position. The tuohyborst valve on the handle was loosened to allow free movement of the pusher tube. The user also gripped the outer sheath and handle with one hand and the pusher tube with the other. The user moved the outer sheath proximally relative to the pusher tube while holding the pusher tube in a fixed position. There was resistance felt while trying to retract the outer sheath during deployment. The device was successfully removed from the patient with the stent still on the device. Additional patient and procedural details were requested but were not available.

Manufacturer narrative:
During the procedure, at the time of stent release, the 6mm x 150mm smart self-expanding stent (ses) system was locked and could not be released. The procedure was completed by using another device, a smart control stent. Analysis of the returned device indicated the device was fully deployed and the stent was not included. Unsuccessful attempts made to clarify. The operator was a trained smart user. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was to correct artery femoral stenosis. The lesion in the femoral artery had a little calcification and no vessel tortuosity. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The proximal part of the delivery system was straightened as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle was loosened to allow free movement of the pusher tube. The user also gripped the outer sheath and handle with one hand and the pusher tube with the other. The user moved the outer sheath proximally relative to the pusher tube while holding the pusher tube in a fixed position. There was resistance felt while trying to retract the outer sheath during deployment. The device was successfully removed from the patient with the stent still on the device. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of ¿smart 150 vascular - 6x150¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed at one metallic tray to be inspected. A thorough inspection was performed observing that the unit presents a hypotube partially dissembled condition. The hemostasis valve was returned closed tight. The unit was returned fully deployed and the stent was not included in the shipping to be analyzed. No other outstanding details were observed. Dimensional analysis was not performed due to the condition in which the piece was returned (with the hypotube disassembled). Functional analysis was no performed due to the unit was returned fully deployed and the hypotube is dissembled. The damage was inspected using a vision system. The unit presented evidence of elongations and flared condition on the material of the unit. No other anomalies were observed. The elongations and flared condition found during the analysis of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that material was induced to a tensile force that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot 17931749 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses ~ deployment difficulty - unable¿ and ¿stent delivery system (sds)-ses~ deployment difficulty - premature deployment¿ was not confirmed. The functional test could not be performed due to the unit was returned fully deployed and the hypotube is partially disassembled. The exact cause of the hypotube disassembled could not be conclusively determined during the analysis. However, per device analysis, the unit presented with evidence of elongation. Elongations are typically noted when the end user applies an excess force (tensile forces) which exceed the yield strength of the device causing separations(s) on the device. Therefore, it is reasonable to consider that procedural or handling factors such as the user¿s interaction with the device during use and or vessel characteristics might have contributed to the reported events. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.